Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken near the y-fitting approximately 70.9cm from the iab tip the optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that upon intra-aortic balloon(iab) catheter placement, the console generated an fiber-optic failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon intra-aortic balloon(iab) catheter placement, the console generated an fiber-optic failure alarm. There was no reported injury to the patient.